Event description:
Healthcare professional reported reason for bilateral removal as ¿fluid collection¿. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: d.6a, g.1., h.6. Reason for reoperation: seroma-late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid collection. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for bilateral removal as ¿fluid collection¿. This record is for the left side. The device was explanted.